Manufacturer narrative:
Recall: 1627487-05242011-002-r, 1627487-07262012-002-r and 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing pain at the ipg pocket site. The patient was evaluated by her physician. It was confirmed her ipg had migrated several inches down the buttock. The patient underwent surgical intervention where the ipg pocket site was relocated and the ipg was electively replaced with a new one.